Event description:
It was reported to philips that the ECG connector for the unit showed signs of physical damage. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the ECG connector for the unit was worn and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ECG connector. The measurement panel was replaced to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ECG connector for the unit showed signs of physical damage. There was no patient involvement.